Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the peel-away was removed and then hematoma was noted at impella access site. Manual pressure improved but the physician opted to remove the impella. The physician reinserted peel-away sheath, and reinserted impella. Hematoma resolved. Systemic heparin was removed due to oozing from the right femoral artery arterial sheath (removed) as well as from the impella site. It was also noted that the patient had suspected gastrointestinal bleeding (gib). Patient was supposed to have a CT scan to identify source of bleeding, however, results are unknown. It was recommended to cut heparin dose in purge or eliminating it if concern over heparin-induced thrombocytopenia (hit) /bleeding continued. Patient received one (1) unit of packed red blood cells. The medical staff was unable to doppler the lower left extremity (lle) and an ultrasound was ordered. Able to doppler patient pulses but not dp. Patient weaning of levophed. (Lle) (impella) pulses were dopplerable. Patient off all pressors. Additionally, it was reported that there was concern over anoxic brain injury but the patient, prior to transfer to u of m, was responding to commands, nodding. Patient successfully weaned off support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.